Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc wing needle splits when it catches on the needle. The following information was provided by the initial reporter: ¿20g IV catheter plastic catching on the needle or split in half and will not thread. One patient was stuck six times during night shift due to the catheter not threading, a different patient was also stuck five times during the day due to this issue.